Event description:
The customer reported that during a surgery for an ectopic tubal pregnancy, the device would not reopen while applied to the fallopian tube. The surgeon resected the tissue directly adjacent to the jaws in order to remove the device from the tissue. There was reportedly no injury to the pt.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. The return of the incident sample has been requested. To date, it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.